Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 41 mg/dl. Bg cause was not known. Customer declined to provide further information or undergo troubleshooting.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 51 mg/dl was recorded by continuous glucose monitor (cgm) at 6:51:49 pm on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 6:51:49 pm. On (B)(6) 2020, at 4:17:13 pm and 6:08:04 pm, user made bolus requests of size 8 units and 10 units, while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.